Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err hw12c". No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was attempted and failed. The receiver data log was downloaded. During log review hardware errors were observed. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.